Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise and decreased impedance measurements which were not out of range. The patient was not pacemaker dependent. A surgical revision was later performed and this system was explanted and replaced. No additional adverse patient effects were reported.